Event description:
The medtronic activa pc was at end of service (eos) and replaced on (B)(6) 2023 , by dr. (B)(6), at (B)(6) hospital. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"